Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. According to the patient, on (B)(6)2026, the patient reported low and fluctuating cgm readings along with symptoms of confusion, dizziness, stumbling, and feeling unwell. No bg reading was taken at that time. The patient had taken jardiance 25 mg and pioglitazone 15 mg prior to the event (daily medication). Her husband drove her to her doctor¿s office, where the cgm continued to drop from 176 mg/dl at home to 144 mg/dl, then 114 mg/dl, and finally 90 mg/dl. No bg meter readings were taken. The doctor called 911. The paramedics checked both cgm and bg values, but she could not recall the exact numbers, only that the readings differed. No medication or treatment reported with paramedics. She was transported to the emergency room (ER) via ambulance, where she and her husband again noted discrepancies between cgm and bg values and still could not recall the values. At the hospital, she received tylenol for a headache and underwent a CT scan and blood tests. On 03/22/2026, hospital staff advised her to stop relying on the cgm due to continued inaccuracies. The patient remained hospitalized, no diagnosis yet and still under monitoring with dropping hemoglobin levels, continued dizziness and headaches, and no discharge date reported (more than 24 hours). No additional injuries, medication or treatments were reported. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.